Manufacturer narrative:
Lens did not seat properly in eye. Evaluation: results - a work order search was conducted and there were no similar complaints found.

Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens and could not get it to seat properly in the eye. The lens was removed without any patient injury. The reporter indicated it was not the result of the patient's anomaly and they were concerned the lens was defective.